Event description:
A cluster of nine reports of opacity shortly after implantation of si40nb intraocular lenses was reported from three hospitals within the u.k. These nine lenses were part of 103 lenses that were all previously stored at an iol bank within a single u.k. Hosp. Due to this trend a decision was made to remove the remaining non implanted lenses, from the original group of 103 lenses, in order to conduct further analyses.